Manufacturer narrative:
No patient information provided to date after calls to customer 07/22/2021, 07/26/2021, and 08/06/2021. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd vent assembly display was replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that resulted in a system required restart. There was no report of patient injury.